Event description:
Procedure: colectomy. According to the reporter: original surgery was completed on (B)(6) 2010 (B)(4) colostomy or skin level cecostomy, (B)(4). Reopening of recent laparotomy, (B)(4) colostomy or skin level cecostomy; patient was bleeding into their abdomen, noticed by blood being present in their drain. They were also hypertensive after the first surgery, resulting in the second surgery. Second surgery was completed on (B)(6) 2010 (B)(4) colectomy, partial; with coloproctostomy low pelvic anastomosis. Other notes: pt was obese and may have diabetes. No further product info available. There were no discrepancies noted with use of the eea device. An air leak test was performed during the procedure with normal results. During the surgery, the eea circular stapler performed as expected and the leak test was acceptable. There was nothing unusual experienced during the surgery, therefore, there was no added surgical time, no unexpected blood loss, and no pt injury reported. The reported incident occurred post-op. Upon inspection in the operating room when the pt was brought back, the surgeon was unable to identify if the leak was on the eea staple line or ethicon's contour staple line. The pt has recovered.

Manufacturer narrative:
(B)(4).